Event description:
On or about (B)(6) 2008, a miniarc sling was implanted. It was reported that the pt experienced pain, erosion, fibrosis, incontinence, dyspareunia, bleeding, utis, and permanent injury. Reportedly, the pt required add'l medical treatment and surgical intervention. On (B)(6) 2008 and (B)(6) 2009, the pt had mesh revision procedures for severe pain and erosion and on (B)(6) 2009, the pt had surgical removal of the miniarc sling.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.